Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery-below the knee. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was inflated twice at 6 atmospheres. Upon third inflation at 14 atmospheres for 30 seconds, it ruptured. The device was removed without any problems, and the procedure was completed with different device. No complications were reported, and the patient was in good condition after the procedure.